Manufacturer narrative:
Suspect medical device: common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Two (2) catheters were provided with the return. Both catheters had powder residue on them and one (1) catheter had small areas of fluid throughout the catheter. The device was returned with the on/off switch in the "off" position with the red activation knob engaged in the handle for activation of the carbon dioxide cartridge. There was powder residue on the device, particularly noticeable on the on/off switch, button, and inside of the catheter connection. One (1) clump of powder rested in the catheter connection. When tested as returned, carbon dioxide was heard entering the tubing, but the device did not spray. The red activation handle was removed and carbon dioxide remained in the cartridge. The lance position was measured using a specified tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, carbon dioxide was heard entering the tubing and seen flowing through the powder chamber. However, the device initially did not spray powder. After toggling the on/off switch, a burst of powder came out of the device, suggesting an internal clog was cleared. The device then sprayed powder as intended. When tested with the catheter without fluid, the device sprayed as intended. When tested with the catheter with fluid, all of the fluid was pushed out of the catheter and the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device having an internal clog and not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Although the device sprayed with the returned catheters after the internal clog was released, during the evaluation fluid was found in one of the catheters. The report further indicates the device was tested prior to use. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. The device was prepared and tested before being inserted into the endoscope [failure to follow instructions]. There was no flow of powder. The powder could not transport [through the cathter] to be applicated. There was no flow. They finished the procedure with another action [sic]. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use information regarding 510(k): den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. The device was prepared and tested before being inserted into the endoscope [failure to follow instructions]. There was no flow of powder. The powder could not transport [through the catheter] to be applicated. There was no flow. They finished the procedure with another action [sic]. This occurred prior to patient contact; there was no impact to the patient.